Event description:
It was reported that the bottom leg on the right side of the external pulse generator was broken off. The generator was returned for service. No patient complications have been reported as a result of this event. It was further reported that the generator subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the bottom leg on the right side was broken off, and also determined that the liquid crystal display (lcd) had a pin broken off and that the trace was torn, all were replaced. Analysis also found that the upper and lower cases and the battery drawer were broken, that the ring, side bail covers and side bails were missing, the battery release was contaminated and that the lcd connectors were silicone in the open position. (B)(4).